Event description:
It was reported that a patient underwent an open hernia repair procedure in (B)(6) 2011 and mesh was used. The product appeared to work fine at the time and was secured with sutures around the edge of the mesh. The patient returned to the surgeon on (B)(6) 2012 and it appeared that the muscles had retracted and there was no sign of any tissue ingrowth. Additional information was not provided.

Manufacturer narrative:
(B)(4): retracted muscles; no tissue ingrowth. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.